Event description:
Report indicates: "pump overinfused- please check for rate and volume calibration. No add'l information available at this time. Add'l information from the account indicates the pump was set up in 2000. The pump was set at 20cc/hour. At 1830 the pump had vtbi 419cc but only 75 cc remained in the 500cc bag. Addl information on patient status and outcome nor medication is not available at this time. Writer rec'd add'l information that the medication is not available at this time. Writer rec'd addl information that the medication was heparin and it was noted the patient was a "fresh cardiac cath. Patient" and increased bleeding was noted at the groin in the form of a hematoma. Heparin was stopped and the ptt result was greater than 120. Pressure was applied to the hematoma. No other treatment was necessary.